Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A medtronic representative reported via email to the interdepartmental helpline of high blood glucose readings from the insulin pump. The customer's blood glucose was unknown at the time of incident. The customer also indicated that the pump doesn't work and alarmed motor error. No further details were provided.